Event description:
Mw5154605: customer reported a patient had a right anterior total hip arthroplasty on (B)(6) 2024, in which a jackson-pratt 3-spring reservoir kit with pvc round drain, 7fr distributed by cardinal health was placed. On 3/28/24 we were notified by cardinal health of a product recall due to product not being sterilized prior to distribution. This patient obtained a post operative infection diagnosed and was started on oral antibiotics. Patient received multiple debridement¿s in office and eventually required negative pressure wound therapy. This patient is believed to have received a non-sterile drain resulting in surgical complications. A wound culture obtained from a surgical wound should have no growth.

Manufacturer narrative:
Cardinal health has issued a lot number specific voluntary removal of jackson-pratt¿ 3-spring reservoir kits due to specific products being shipped to users before undergoing sterilization. The FDA res number associated with this action is 94309. Corrective and preventative actions have been initiated to address this event under CAPA number qe-000369.